Event description:
The recipient reportedly contracted meningitis and was hospitalized. The recipient is now deceased. The recipient's meningitis and subsequent death have been determined to be unrelated to the cochlear implants.

Manufacturer narrative:
The recipient had historically been infected by the cytomegalovirus, which is known to affect the brain, causing brain anomalies and sensorineural hearing loss (snhl). The cytomegalovirus has the potential to cause encephalitis and meningitis. In this case, it was reported that the recipient had meningitis, most likely due to the underlying viral infection. It was reported that the recipient was medically fragile, due to this lethal disease, and a feeding tube was utilized. At the time of death, there was no sign of ear infection. The recipient's vaccination schedule was up-to-date. The recipient was bilaterally implanted and the contralateral side details are as follows: model #: ci-1500-04; serial#:(B)(4); exp. Date: 02/29/2016; if implanted, give date: (B)(6) 2014; device manufacture date: 07/23/2014. Based on the above-mentioned details, the recipient's cochlear implant surgeon and advanced bionics medical professional concluded that the meningitis was highly unlikely due to the internal devices. This is the final report.